Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the day after implant there was a high output observation on the ventricular lead due to ventricular capture management of the device increasing the ventricular outputs. It was indicated that a manual threshold test was at 0.5 volts at 0.4 milliseconds, but the capture management test was reran right after the manual and it said the threshold was greater than 2.5 volts. The capture management feature of the device was programmed off and will be re-evaluated at a later follow up. The device remains in use. No patient complications have been reported as a result of this event.